Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level at the time of the incident is unknown. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. After cleaned battery tube, unit display properly and passed operating currents, self-test and displacement test. No battery out limit alarm noted during testing, unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.